Manufacturer narrative:
Insulin pump was received with broken off the end cap. Unable to verify motor error alarm, prime alarm or loose drive support cap due to broken and missing end cap. Motor passed motor test. Insulin pump had missing segments due to cracked zebra connector on lcd. Insulin pump had cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was priming her infusion set when she saw the motor drive cap moving on her insulin pump, so she stopped. At that point, she received a prime alarm. During troubleshooting, it was found that the drive support cap was loose. The customer was advised to discontinue using the pump and revert to a back-up plan. Her blood glucose was at 167 mg/dl. The customer also made mention of a past motor error alarm that she was able to clear and did not call in when it was occurring to troubleshoot the alarm. Nothing further was reported.